Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Literature citation : chunmao chen, et al. "Kyphoplasty for chronic painful osteoporotic vertebral compression fractures via unipedicular versus bipedicular approachment: a comparative study in early stage". Injury, int. J. Care injured 41 (2010) 356-359. Pt age. The mean age of patients in group I was 67.73 ± 7.05. (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in a journal article that 58 patients with a total of 66 chronic painful ovcfs (osteoporotic vertebral compression fractures)were enrolled in a study to assess the clinical and radiographical outcomes in treating chronic painful ovcfs compared by unipedicular and bipedicular kyphoplasty (kp). They were randomly allocated into two groups: group I (n=33) was treated with unipedicular kp and group ii (n=25) with bipedicular kp. The ages of all fractures were over 6 months (range from 6 to 16 months) calculated from the time elapsed between the date of onset of symptoms and the date of surgery. The mean age of patients in each group was 67.73 ± 7.05 in group I and 68.52 ± 7.26 in group ii. It was reported that there were two cases of pmma leakage within the spinal canal in group I, but they did not cause any neurological deficit. There were no patient complications reported.